Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing without duplicating the report. The multi-function cable and the defib cable receptacle were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.